Event description:
It was reported that, in bipolar, the right ventricular (rv) lead had increasing threshold, loss of capture, high impedance. In unipolar, the patient experienced pocket stimulation. There was oversensing in unipolar. The lead will be evaluated in two months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 506852 lead, implanted (B)(6) 2000. (B)(4).